Event description:
The affiliate reported: the device was implanted via l-p shunt at 170mmh2o on (B)(6) 2014. It was noted that the ventricles of the patient¿s brain did not become smaller and the patient¿s condition had not been improved after implantation. The surgeon suspected there was a kink with the lumber catheters and the revision surgery was conducted on (B)(6) 2014 and replaced the catheters and the valve to those with competitor. It was found that blood had been intruded inside the removed valve. The setting pressure of the removed valve was 100mmh2o. The lumber catheters used with ns9008 were manufactured by other company.

Manufacturer narrative:
(B)(4).upon completion of the investigation, the valve was visually inspected and needle holes in the needle chamber as well as biological debris were noted within the device. Further examination of the valve revealed the presence of biological debris within the device. This biological debris caused the returned valve to fail the reflux test and it appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.